Event description:
**Update** - medical records received (B)(4) 2013. Revision operative report indicates the following: pain; metal ions elevated; marked corrosion; soft tissue debris removed; synovitis; posterior superior defect; removed the retained tip of a retractor from previous surgery. Adapter sleeve, femoral stem and unknown retractor added to complaint. Part and lot numbers identified for cup and head through invoice search.

Event description:
Litigation alleges that the patient suffered injuries as a result of a defect in his asr right hip implant. Litigation further alleges that the patient was injured by excessive levels of chromium and cobalt in his blood as determined from blood tests.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.